Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within spec range and no power error alarms were found in the download formatted history or long trace files. No displacement anomalies, insulin pump error alarms, or drive/motor anomalies noted. The motor was tested outside of the device and passed. Pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and motor error. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.